Event description:
It was reported that during a pta treatment procedure, the symmetry small vessel balloon became stuck on the sheath when being withdrawn from the pt, and the top of the balloon detached inside the pt. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a left radial vein dialysis shunt. The physician used a 6 fr medikit introducer sheath for vascular access, and a transcend ex guidewire to cross the lesion. The lesion was pre-dilated with a talon 6x40 mm balloon and a wallstent rp stent was implanted. The same talon 6x40 mm balloon was used for post-dilatation, however could not post-dilate the distal portion of the stent so was exchanged for this symmetry balloon. After three inflations to 15atms, the symmetry balloon was withdrawn from the pt when it became stuck on the introducer sheath. It appeared that the symmetry balloon was not rewrapped completely. The physician pulled on the balloon catheter. And the top of the balloon detached inside the pt. The detached balloon material was retrieved percutaneously. No pt injuries were reported. Pt status is reported as 'fine'.